Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced vaginal discharge, vaginal discomfort with coitus, and bleeding post-coital.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent tvh due to pop, sui, cystocele and refractory menorrhagia,. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that patient experienced mesh extrusion and infection and underwent mesh revision and removal on (B)(6) 2011. No additional information was provided. .a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.